Manufacturer narrative:
The tests strips were evaluated by qa and gave e11 when tested. E11 error indicates exposure to moisture, which usually causes high results.

Event description:
The customer stated he had received discrepant blood glucose readings between his two contour meters. During the call he ran blood tests on both meters and the readings were 34 and 19mg/dl on one meter, and 247 and 252mg/dl on the second meter. The differences between the readings fall in the "c", "d" or "e" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. Customer strips were replaced and he was asked to return his strips for evaluation.